Event description:
Procedure type: thoracotomy. According to the reporter: the instrument did not staple. The operation was extended by more than 30 minutes. There was no loss of tissue or blood.

Manufacturer narrative:
(B)(4).